Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A user facility nurse reported that there was a tear at the arterial hub of the fresenius combi-set bloodline where it connects to the patient's needle causing blood to leak out and air being introduced into the circuit. The blood leak occurred at the beginning of the patient's hemodialysis (hd) treatment. The machine alarmed and blood was visually observed to be leaking out. No damage or defects to the bloodline were observed prior to the patient's treatment. The patient¿s estimated blood loss (ebl) was noted as being approximately 100cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up of supplies on the same machine. The complaint device was not available to be returned to the manufacturer for evaluation.